Event description:
It was reported that when meshing, it is cutting the skin during surgery. Additional unplanned grafts were needed as there was damage to the graft. There was harm to patient but no delay in surgery. Another device used to complete the surgery. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: z.s.g.m. Cutter 1.5:1 ratio (caution: sharp) catalog #:00770301500, serial #: (B)(4). Report source: foreign: (B)(6). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The results of the investigation are as follows: review of the most recent repair record identified no repairs related to the reported event. The reported cutting issue could not be replicated. The device passed all testing; no problem found. Unrelated repairs were performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.